Event description:
It was reported during a hip arthroscopy cam resculpting, the 4.0 abrader burr was shedding metal intra-operative. The inner rotating part of the burr was abrading against the outer sheath, shedding metal about 2 inches from the tip. The metal shedding was visable via a scope in the joint. Per malfunction report, the particulate was not removed.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).